Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Company representative reported on behalf of a physician who noted a patient was injected with one syringe of juvéderm® ultra plus xc in the nasolabial folds. Approximately four months later, the patient started experiencing "inflammation and puffiness." The patient also reported they "can feel a hard ball in the gums" when they put their finger in their mouth. The patient had an MRI stating there is "a probable cause of infectious process due to injected material." The patient is experiencing these issues on both cheeks, but "more so on the left." The patient has received three separate injections of rocephin. The patient was also prescribed a medrol dosepak. The symptoms are currently ongoing. The patient was concomitantly injected with two syringes of juvéderm voluma® xc in the cheeks. Further follow up with the injector revealed that the patient was injected with 3 syringes of juvéderm® ultra plus xc. The symptoms began 4 months after injection. The patient had a wound culture, results were negative. The patient underwent 3 IV treatments with rocephin and medrol dosepak. The patient's cbc (complete blood count) was normal and an MRI showed nonspecific swelling. Symptoms completely resolved approximately 18 days after they began. This is the same event and the same patient reported under MDR ID #3005113652-2016-00457 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 6/28/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "inflammation and puffiness," "hard ball in the gums," and "probable cause of infectious process" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month. The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Company representative reported on behalf of a physician who noted a patient was injected with one syringe of juvéderm ultra plus xc in the nasolabial folds. Approximately four months later, the patient started experiencing "inflammation and puffiness." The patient also reported they "can feel a hard ball in the gums" when they put their finger in their mouth. The patient had an MRI stating there is "a probable cause of infectious process due to injected material." The patient is experiencing these issues on both cheeks, but "more so on the left." The patient has received three separate injections of rocephin. The patient was also prescribed a medrol dosepak. The symptoms are currently ongoing. The patient was concomitantly injected with two syringes of juvéderm voluma xc in the cheeks. Further follow up with the injector revealed that the patient was injected with 3 syringes of juvéderm ultra plus xc. The symptoms began 4 months after injection. The patient had a wound culture, results were negative. The patient underwent 3 IV treatments with rocephin and medrol dosepak.. The patient's cbc (complete blood count) was normal and an MRI showed nonspecific swelling. Symptoms completely resolved approximately 18 days after they began. This is the same event and the same patient reported under MDR ID #3005113652-2016-00457 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus xc, also a device manufactured by allergan.